Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had elevated blood glucose levels (customer could not remember value) with ketones, but had not developed diabetic ketoacidosis. Customer delivered correction boluses in an attempt to resolve the issue. Customer was hospitalized but could not remember the reason for the hospitalization. Customer was discharged 4-5 days after being admitted from the hospital. Although requested, the customer could not remember any other details of the event.